Event description:
Reporter indicated that a dell handheld computer would lose its charge after being powered down for a week. Good faith attempts for return of the device have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.